Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer planned to follow up with a call once they had access to the charging pad. Cts walked caller through pump reset. After reset pump malf error code did not reappear. Caller successfully started their sensor session.